Event description:
(B)(4). Initial and follow-up information received on (B)(6), 07-aug, and 13-aug-09 respectively were processed together: this non-serious spontaneous case report from (B)(6) was reported by a physician and a nurse respectively, via a company representative and forwarded by our local affiliate (B)(4). This case involves a female patient (age nos) who developed papules after her third treatment with poly-l-lactic acid therapy (sculptra). On (B)(6) 2009, the patient received poly-l-lactic acid diluted with 5 ml of water + 2 ml of 2% lidocaine with 7 ml in total injected into her right and left temples, cheeks, and the lower third of her face including the jaw line. For treatments one and two, batch 2a8024 was used. For the third treatment batch 2a8024 was used. The reporter mentioned that the patient did not massage. The lumps were injected with normal saline 0.9% on (B)(6) 2009, and the patient's condition has improved, but the event remains ongoing. (B)(4) revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Reporter's causality assessment: possible. Addendum for follow-up information received on 28-aug-09: (B)(4) revealed; brr (batch record review) without hint to root cause. No faults, defects, damages, detectable. The review of the DHR (device history records) and of the analytical results of the involved batch didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.